Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. There was no button error alarm during testing. There was no moisture damage found on the electronics, motor, and battery tube and vibrator assembly during visual inspection. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 198mg/dl. It was reported that the alarm occurred right after the device was exposed to moisture. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.